Manufacturer narrative:
A follow up report will be sent once the customer discloses their investigation.

Event description:
Information received indicated the emergency trend function is not functioning.